Event description:
Medical device: dexcom g6 sensor lot 5262517 with exp date 10/07/2020. While pt was applying the g6 sensor to their body, the applicator / inserter mechanism became stuck to the sensor and their body, falling to release the sensor and failing to retract the needle, thus keeping the insertion needle inserted in pt's body. Pt needed to call another person for help. Per postings found in various online pt forums on the subject (e.g. (B)(6), etc - this is a known issue in the pt community), helper smacked the applicator with a hard object to 'jar' this internal mechanism into releasing the sensor and retracting the needle. Pt was left with minor pain and bleeding at the site, however the inserted sensor proceeded to work as expected. FDA safety report ID# (B)(4).